Manufacturer narrative:
Visual examination of the returned offset bolt found a fracture at the base of the bolt head. The bolt head fracture was secondary to loosening of the assembly. The cause of the loosening could not be determined from the evidence available. No material or manufacturing defects were evident on the component. At this time, jjpi considers this complaint to be closed.

Event description:
The bolt sheared across its diameter. Revision surgery was necessary.